Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable: manufacturing completed date 16may2018, sterilization date 28may2018, and expiration date 07oct2019. The product was evaluated on 22oct2018. One purple needle tip and one blue irrigation sleeve were returned in a small plastic vial. The bl5113 pack label from lot w1749 was wrapped around the vial. Additionally, two sealed bl5113 packs from the same lot were returned. The expiration date on the labels is 2019-10-07. Visual inspection found that the purple needle tip was damaged. It had gouges, dings, scratches, and missing material in several locations. The blue irrigation sleeve was dirty. There were particles visible all over inside and out of the sleeve. There was material missing at the end of the tip, which is torn, and pieces of the light blue sleeve are visible inside the tip. The tip was flushed with alcohol onto a 0.45 micron filter. The alcohol was vacuumed off in an attempt to trap any possible particles. The filter was microscopically examined. There were many particles all over it. Some of the particles had a very light blue hue and others had the appearance that they were clear. The filter and the blue irrigation sleeve will be sent to the lab for comparison analysis. Further investigation is underway.

Event description:
A user facility in france reported that particles were found in the patient¿s eye. The provider reported that the end piece pilled and small pieces were observed in the patient¿s eye during the cortical clean up step in I/a. The fragments were removed from the eye using a capsulorhexis forceps. There was no impact to the patient and no need for additional surgical intervention.

Manufacturer narrative:
During internal review it was identified that the report was incorrectly submitted as a malfunction. The medical reviewer had assessed the event as a serious injury.

Manufacturer narrative:
Lab analysis (edm) confirmed that the blue particle was silicone, consistent with the blue phaco sleeve. Evidence of damage observed on the returned sleeve is likely source of the blue silicone particles found during surgery. Additionally, white particles were found to be consisted with organic matter. The phaco needle tip and phaco sleeve both show evidence of damage, possibly through contact with another instrument during surgery causing the generation of particulate. No definitive conclusion can be drawn as to how the product damage occurred. A review of the complaint database revealed that no other complaints for reason code "fm/particulate" have been submitted against lot w1749. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. The investigation is complete.